Manufacturer narrative:
Event date not provided. Therefore, (B)(6) 2025 was used as approximate event date.

Event description:
It was reported that this ambicor penile prosthesis (app) is defective. No revision surgery has been informed, and no patient complications were reported.